Event description:
Boston scientific received information that this patient is seeking legal action against boston scientific. According to the complaint, the patient received shock therapy that was "painful, constant and continuous". As a result of shock delivery, the patient suffered personal injuries that are "permanent, painful and progressive".

Manufacturer narrative:
(B)(4). The available information suggests that this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon return, the device was successfully interrogated and was found with a battery status indicator of beginning-of-life (bol) at 3.08 volts. A review of device memory did not identify any faults or error cods. The device is currently on legal hold. Detailed analysis will be performed once the legal hold has been removed.

Event description:
The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The device and rv defibrillation lead were explanted. The ra and lv leads were surgically abandoned. The reason for the invasive procedure was due to infection (see report#'s 2124215-2016-01123, 2124215-2016-01122, 2124215-2016-01120, 2124215-2016-01432). The device was received at boston scientific's (B)(4) department.